Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus/basal delivery. Device passed the rewind, basic occlusion, prime and displacement test. It was unable to confirm a motor position encoder error alarm due to erased history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The drive support disk was inspected and was found slightly loose. Device had cracked case at display window corners and battery tube threads and scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that the insulin pump alarmed motor error during prime. The drive support cap is not damaged. The device was not exposed to a magnetic field. Customer was able to prime but alarm recurred during prime. Blood glucose value was 150 mg/dl. The insulin pump was replaced and returned for analysis.